Manufacturer narrative:
Findings: pump was received with intermittent button response and button erroralarm due to corroded keypad traces. Unit had cracked display windowcorner, scratched lcd window, cracked belt clip slot at battery tubethreads area and cracked reservoir tube lip.tkn 7/12/14

Event description:
It is reported that a customer received a button error alarm on their insulin pump. The patient's blood glucose level was not recorded. The customer stated that there were no significant events that could have led to the button error alarm. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. No further information was provided.